Event description:
Additional information was received from the patient. They reported that when asked to clarify the statement ¿ you were feeling like electric shocks in device error. ¿ was an error message observed, or was the in device error referring to the device having an issue the patient said no. The cause of the in device error was determined. The steps taken were the settings were adjusted. The issue was confirmed resolved. The steps taken to resolved the electric shocks were setting/program adjusted/decreased. The issue was confirmed resolved. Device removal is not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was feeling "like electric shocks in device error." The issue started on saturday evening. They called the doctor and they told the patient to call and adjust the stimulation. The patient's current settings were checked and they were on program 4 at 1.3 volts. When asked if the shocks were related to any positional movement, they said no; it happened a couple times while they were standing up cooking. It had not happened again since saturday. They wanted to know if they could just leave the setting until they saw their doctor. They were advised that was up to them, but if they wanted to, or it happened again, they could just press the down arrow to decrease the stimulation. They left the settings as they were.